Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed volume. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed volume. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The reported problem, failed volume, was interpreted by the evaluator as an audio issue, which was not confirmed. However, the customer may be referring to failed flow accuracy testing. The device is no longer in its received condition and the opportunity to evaluate for flow accuracy is lost. During secondary inspection, the evaluator observed a lack of grease on the cam lobes, which can cause wear to the pumping mechanism, resulting in flow accuracy issues. The cam shaft assembly will be replaced and grease will be applied to the cam lobes and gears during the service process. Should additional relevant information become available, a supplemental report will be submitted.